Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper pops off tube with a bd a-line¿. The following information was provided by the initial reporter: (2 of 5 complaints) in the past 2 months, there have been at 6 safe reports filed by the lab for the lid coming off during transport in the tube station. Some of the samples had adequate blood remaining for the test, but some did not delaying patient care as the samples were required to be redrawn.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that the stopper pops off tube with a bd a-line¿. The following information was provided by the initial reporter: (2 of 5 complaints) in the past 2 months, there have been at 6 safe reports filed by the lab for the lid coming off during transport in the tube station. Some of the samples had adequate blood remaining for the test, but some did not delaying patient care as the samples were required to be redrawn.